Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s investigation. Please also see section b5 for updates (event found at). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found the unit had transducer cannot plugin due to broken transducer receptacle. In addition, missing bottom bumpers and minor scratches and dings on the housing. No other issues were identified. Based on the results of the investigation, reported issue was confirmed and was attributed to component failure. The root cause cannot be conclusively identified. Olympus will continue to monitor the field performance of this device.

Event description:
Update : the event found at preparation for use.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken transducer and the inner ring was messed up. There were no reports of patient harm.